Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between the pd therapy with the liberty select cycler/liberty cycler set and the patient¿s peritonitis event. Currently, there is no allegation nor any objective evidence that a liberty select cycler/liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. The patient had concomitant fungal infection of the pd catheter (not a fresenius product). Based on all the available information, the cause of the patient¿s peritonitis cannot be firmly established. However, the patient¿s concomitant pd catheter infection is a significant risk factor for peritonitis due to the pd catheter being a portal of entry for microorganisms into the peritoneal cavity.

Event description:
On 17/apr/2024, it was reported that this patient on peritoneal dialysis (pd) was hospitalized (on (B)(6) 2024) and that during hospitalization the patient had a fungal infection of the pd catheter (not a fresenius product).there were no reported allegations that the event was related to any issues with fresenius products. Additional information about the event was obtained through follow-up with a pd manager and pd nurse familiar with the patient. While the dates of hospitalization could not be confirmed, it was reported the patient was initially hospitalized for failure to thrive. While hospitalized, it was discovered the patient had peritonitis and a pd catheter was removed and the patient was transitioned to hemodialysis due to failure to thrive. Additional treatment details during hospitalization were unknown. On a subsequent date, the patient was discharged from the hospital continuing outpatient hemodialysis or renal replacement needs and is recovering from the event. The pd nurse manager and pd nurse were not able to clearly identify the cause of the peritonitis event. However, it was indicated that the peritonitis is not related to any issues with fresenius products. It was reported that the peritonitis may have been due to concomitant pd catheter infection.

Event description:
On 17/apr/2024, it was reported that this patient on peritoneal dialysis (pd) was hospitalized (on (B)(6) 2024) and that during hospitalization the patient had a fungal infection of the pd catheter (not a fresenius product).there were no reported allegations that the event was related to any issues with fresenius products. Additional information about the event was obtained through follow-up with a pd manager and pd nurse familiar with the patient. While the dates of hospitalization could not be confirmed, it was reported the patient was initially hospitalized for failure to thrive. While hospitalized, it was discovered the patient had peritonitis and a pd catheter was removed and the patient was transitioned to hemodialysis due to failure to thrive. Additional treatment details during hospitalization were unknown. On a subsequent date, the patient was discharged from the hospital continuing outpatient hemodialysis or renal replacement needs and is recovering from the event. The pd nurse manager and pd nurse were not able to clearly identify the cause of the peritonitis event. However, it was indicated that the peritonitis is not related to any issues with fresenius products. It was reported that the peritonitis may have been due to concomitant pd catheter infection.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.